Event description:
The customer received questionable parathyroid hormone stat (pth) results on their cobas e601 analyzer, serial number (B)(4), and their elecsys 2010 disk analyzer, serial number (B)(4). The patient's sample was tested externally with an "architect" instrument and the result of 27 ng/l was obtained. The sample was tested on the e601 analyzer with "a.m. Method", and the result was 400 ng/l. The repeat result was 403 ng/l. The sample was cross checked on the elecsys 2010 analyzer and the result was also around 400 ng/l. When the sample was treated with hama inhibitor, a result of 30 mg/l was obtained. It is unknown if any results were reported outside the laboratory. There were no allegations of any adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The patient's date of birth and weight were added. When the sample was treated with hama inhibitor, a result of 30 ng/l was obtained. When the sample was treated with (B)(6), the result from the e601 analyzer was 27 pg/ml and from the elecsys 2010 the result was 29 pg/ml. No information was provided to rule out a reagent or instrument issue, but these issues are not very likely as the result was repeated on anindependent second instrument (elecsys 2010). No sample material was provided for investigation. Hama interference seems to be a likely cause for the falsely increased pth stat results because the (B)(6) patient is mouse owner. Anti- mouse antibodies could cause a falsely increased result in the elecsys pth stat assay. Hama interference is covered in the package insert, limitations- interference section.